Event description:
During setup of the device for a cardiopulmonary bypass procedure, the user reported that the monitor would not calibrate. A different device was deployed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.